Event description:
The complainant reported that approximately four years ago (date unk) a female patient underwent the implant of an obtryx curved mid-urethral sling system. During a post operative examination of the pt performed four years subsequent to the implant, the pt's obstetrician/gynecologist physician found that the sling's mesh had become exposed on the side of the vagina. The pt has been given estrogen cream and will be monitored to see if the cream resolves this patient issue.

Manufacturer narrative:
There is no evidence that the device was not used in accordance with the labeling. The risk of this problem is noted within the labeling. At this time the device remains implanted in the pt, and therefore, is not being returned for evaluation. A failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.